Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reset the pump prior to calling tandem technical support, therefore, troubleshooting could not be performed to determine a root cause. Customer alleged that the pump reset resolved the issue and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.